Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had MRI. The patient experienced thumping sensation in abdomen. The implantable cardioverter defibrillator was in backup vvi mode which led to phrenic nerve stimulation. The device was programmed back to original settings. The patient had no complications after the intervention.